Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Based on the information available, the most probable root cause of this complaint is anticipated procedural complication since the complaint is due to a known physiological effect of the procedure noted within the directions for use. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 biopsy forceps was used in a gastric biopsy procedure. According to the complaint, during the procedure, ¿the patient was hypotensive, on pressors and required 9 units of blood from a gastric biopsy.¿ the patient¿s current condition was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received as of may 07, 2015. According to the complainant, the patient was originally scheduled for peg placement and the patient was not on any anticoagulant or antiplatelet therapy at the time of the event. A single mucosal biopsy was taken from the site of the bilroth anastomosis and there was no significant bleeding noticed during the procedure. There was no problem noticed with the forceps. Reportedly, the physician was ¿in a stomach for a while¿, and was observing the stomach with another gi physician to determine if it was appropriate for a peg to be placed. It was determined that the anatomy was not appropriate, and a peg was not placed. A few hours later in the evening, the patient became hypotensive and went into shock. The physician clipped a spurting vessel at the site of the biopsy. The patient was admitted into the ICU and was transfused with multiple units of blood. The exact procedure date is unknown but the event happened last (B)(6) 2014. The patient had other comorbidities, however, the physician does not think that they should have contributed to the bleeding.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 biopsy forceps was used in a gastric biopsy procedure. According to the complaint, during the procedure, ¿the patient was hypotensive, on pressors and required 9 units of blood from a gastric biopsy.¿ the patients current condition was not reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.